Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after a review of recent labs showing hgm (hemoglobin monitoring) at 7.1 and the trend of it falling since (B)(6) 2020. The patient also experienced dark stool and lightheadedness. The patient had an egd (esophagogastroduodenoscopy) performed on (B)(6) 2020. The patient had a drop in hgb (hemoglobin) from 12 to 8 over the past two weeks. On (B)(6) hgb was 7 and patient reported dizziness, lightheaded and shortness of breath that worsened with black stools over the past 2-3 weeks. The patient continued to be admitted, and received prbc as needed, warfarin held and was being monitored.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a colonoscopy on (B)(6) 2020 which showed diverticulosis in the left colon, internal hemorrhoids, but no source of bleeding was found. A pillcam was performed on (B)(6) 2020 with no signed of active bleeding, no ulceration, obstruction or mass lesions seen. There were a few small arteriovenous malformations in the mid small bowel with possible recent oozing of blood. The patient was negative for covid-19 test during admission and was discharged on (B)(6) 2020 with a stable hemoglobin and a follow up in the clinic the following week with labs.